Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the emergency room (ER) due to syncope. The device was checked and there were no episodes to correlate with syncope. The right ventricular (rv) lead was found to have t-wave oversensing (twos). The lead remains in use. No further patient complications have been reported as a result of this event.